Manufacturer narrative:
(B)(4).

Event description:
It was reported " system error 8, no comm alert". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer pictures were reviewed. The first picture shows the teflon sheath with blood in the sidearm. The third picture shows the iabc serial number. The second picture shows the system triggered a "system error 8" alarm, which is consistent with the reported details. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 8" is confirmed based on the picture provided. The picture shows the system triggered a "system error 8" alarm. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not duplicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " system error 8, no comm alert". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".